Event description:
--

Event description:
Boston scientific received information that during a routine in-clinic follow up, this left ventricular (lv) lead exhibited loss of capture (loc) in all programmed vectors. Additionally, the patient experienced diaphragmatic stimulation. X-ray imaging revealed that the lead had dislodged. An invasive procedure was performed three weeks later. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was successfully explanted and replaced. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of dried blood/body fluid in the lumen, and a cut in the lead insulation 415 millimeters (mm) from the terminal pin. Analysis noted that the tip was intact and undamaged. Analysis was unable to confirm the reported clinical observations.